Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The history indicated that the pump emitted and empty cartridge alarm which was not acted upon for 8 hours, during which time the pt was without insulin delivery. The pt stated that the pump emitted the empty cartridge alarm, but that she did not act on it as she was ill.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels, fever, and vomiting. The pt stated that the pump emitted an empty cartridge alarm which she did not act upon.